Event description:
It was reported that the patient underwent a catheter revision. The reason for the catheter revision was not provided. Additional info from the hcp indicated that the patient had not had any surgical procedure since 2005.

Manufacturer narrative:
It is unknown which catheter was involved in the alleged event. Results code used for the catheter.